Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality controls (qc) were within ranges on the day of the event. As recommended by the ccc specialist, the customer checked the probes on the system, replaced the lamp, cleaned the windows, and ran chemistry wash to test for contamination. The customer reran some patient samples, after which the results remained high. Then the customer recalibrated the instrument, and reran the samples, which recovered negative. The customer determined that the suggested maintenance resolved the issue. The cause of the discordant, falsely elevated ltni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ltni) results were obtained on patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned the results because the patients' conditions did not reflect the elevated results. The patients were admitted to a sister hospital and the same samples were repeated on an alternate dimension exl instrument, resulting lower and as expected. The corrected results, from the alternate dimension exl instrument, were reported to the physician(s). Three of the original samples were repeated, in duplicate, on the original dimension xpand plus with hm instrument post service, resulting lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.